Event description:
It was reported by service report that there were drift issues. No adverse consequences have been reported.

Manufacturer narrative:
Results - the shroud was wedged against the descent pedals causing the stretcher to drift.